Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed a piece is broken off the r3 0deg 36mm trial 56mm. The broken piece was returned with the device. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms this case reports the plastic tab on the trial implant broke of inside the patient. Per complaint details, the broken piece was recovered and the procedure was successfully completed without a delay, using a backup device. No patient injury or other complications were reported. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tha surgery, the plastic tab of the r3 0 degrees 36mm trial 56mm broke off internal to patient. The procedure was finished using a smith and nephew back up device, with no surgical delay. The broken piece was recovered and there was no injury to patient.